Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was identified to have a fray on one of the black bipolar cables. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was a small area where the black coating was not covering the bipolar cord. There was no loss of cautery to the instrument. There were no signs of thermal damage to the instrument. No arcing was reported by the operation staff. The case was completed with the same instrument. The instrument was inspected prior to use and no damage was observed.